Event description:
It was reported that the patient underwent an anterior discectomy and fusion from t8-l1 utilizing hardware and rhbmp-2/acs or puregen in (B)(6) 2009. Following the surgery, patient's pain became worse. Post surgery, the patient has had to use pain medications constantly to address her ongoing pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.